Event description:
Event description guidant received information that these atrial and ventricular leads have had varying impedance measurements, as well as some measurement readings of nr. It was noted that all other lead measurements were within normal limits, and that a connection issue, insulation defect or lead fracture was suspected. Additionally, it was noted that these two leads required repositioning due to dislocation last year, however, the exact date is unknown.